Event description:
It was reported the pt has not maintained her scs system as recommended for four weeks. As a result, the charger and programmer can no longer communicate with the ipg. A replacement charger was sent to the pt, but did not resolve the issue. The next course of action is unk at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.